Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition/embolization requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure the valve was deployed 70:30 aortic, resulting in moderate pvl. Subsequently a second valve was deployed. Additional information revealed: positioning the valve was difficult due to the wire not lying in the ideal position and the valve not sitting coaxial. The valve appeared to be slightly high on the left coronary side and low on the right coronary side of the native annulus. Under rapid pacing the valve was deployed slowly and moved slightly aortic, leaving the valve 70:30 aortic with moderate pvl. It was decided by the physician to post dilate with an added cc of volume. After post dilatation the pvl was mild, also with mild central ai. After much discussion considering the pts mild+ ai prior to the procedure that the pt would still do better with a second valve. The second valve was positioned slightly lower with better wired positioning and deployed. Post deployment, there was no ai. Additional investigation revealed the following: there was no severe septal hypertrophy. The native valve/leaflet calcification was moderate to severe and the aortic root calcification was considered mild to moderate. The image intensifier angle was described as good, but the coaxial alignment was described as poor. During sapien valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. Per report, the perceived cause of the sapien valve being deployed too aortic was due to the non-coaxial alignment of the delivery system.